Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while performing a percutaneous nephrolithotomy procedure, the catheter tip detached within the patient's kidney. The physician had acquired non vascular access and a catheter was advanced over a glide wire into position. The glide wire was then removed with no issues to report, and an 0.035 3cm j tip stiff guidewire was advanced through the catheter. When the .035 stiff guidewire passed throughout the tip of the catheter, the catheter tip detached. The clinician successfully externalized the foreign body with a vascular snare device. The procedure was delayed but progressed after successful retrieval of the foreign body. No addition patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.